Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the associated "defibrilator" did not recognize these attached electrode pads. Complainant indicated that a second defibrillator was obtained and no ECG signal was obtained through these pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device, ECG cable and associated electrode pads from the reported event were not returned to zoll medical corporation for evaluation. However, the device logs from the reported event were received. Review of the device logs indicate that pads were attached during the event. The device was switched to pacer mode, which causes the device to switch to leads ii view. Evidence in the logs indicate there was still an impedance signal via pads at this time. We can also tell from the logs that an ECG cable is attached to the device but no patient impedance is recognized in ECG leads view. The device was capable of "fixed" pacing, had an attempt been made. No trend is associated with reports of this type.